Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microtainer® quikheel¿ lancet there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed to be excess silicone that is a component of the product. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the excess silicone was observed on some of the samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer samples and retain, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Medical grade silicone is a component of the product that is used to facilitate the activation of the lancet blade. In the current case, excess silicone was present on the product and as a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd microtainer® quikheel¿ lancet there was an issue with foreign matter. There was no report of injury or medical intervention.